Manufacturer narrative:
The complaint was rec'd on (B)(6) 2010 from (B)(6) at the complaint unit for medegen medical products and immediately assigned (B)(4). (B)(6) was contacted on several occasions for further information on the complaint and to request that the complained sharps container be returned. Evaluation: upon receipt of the complained sharps container on (B)(4) 2011 it was noted that lumen injections which were being discarded in complained quart size sharp container were almost as tall as the sharps container and past the marked fill mark. Four penetration tests were performed on the perimeter of the failure of the complained sharps container (B)(4). The wall thickness was also measured at 0.06 inches. Photographs were taken of the complained sharps container and lumen which penetrated and are attached for review. Conclusion: after review and testing of the complained sharps container it appears that the container was penetrated by the lumen injection when forced into the too small quart size sharps container.

Event description:
A pt of a gastroenterology practice returned a full sharps container to the gastroenterology practice for disposal. A needle was protruding through the bottom of the sharps container and a staff member was stuck by the needle. The staff member had blood work drawn for testing as the pt is a known (B)(6) pt. The results of the blood work have not been reported to our facility.